Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with top case cracked and chipped by the left front bottom corner and visible contamination by the a/c power cord retainer. Event history log review was performed and found no evidence of reported problem. Visual inspection and occlusion testing were performed. The customer's reported problem was confirmed. According to the investigation, the reported motor not running error was duplicated using same infusion rate as customer (300 ml / hr.) And the pump main pc board was not seated on extrusion grove (sensor was not aligned with the worm coupling gear-facets). The investigation reported that the reported issue was caused by physical impact that caused the pump main board to come out of the extrusion grove, and this physical impact was induced by the customer. Service's re-assemble and realigned the pump main pc board, power up and performed occlusion, and the device passed all the functional test. The problem source of the reported problem is user interface.

Event description:
Information was received indicating that this smiths medical medfusion 4000 pump motor was not working, and had broken case. It was reported that there was no patient or clinical injury.